Manufacturer narrative:
Qn #: (B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history review of mfg event log shows no issues that may have contributed to any quality issues reported. All process parameters were within specification and all in-process qa inspections were acceptable. No sample available from the customer to investigate. Teleflex will continue to monitor feedback from the customers on issues related to aquapak water bottle not bubbling and letting o2 through found at inspection on water bottle products. No sample available from the customer to investigate. Complaint not confirmed. Root cause unk.

Event description:
The customer alleges that the aquapak does not bubble and let the oxygen flow through the device. No pt injury reported.